Manufacturer narrative:
(B)(4). The lot was manufactured december 17, 2015 ¿ december 18, 2015. The device was received for evaluation in its original packaging. Visual inspection was performed and noted a missing fill port cap. However, the packaging had already been opened by the customer so the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of a small volume infusor was missing. This was observed before use of the device. There was no patient involvement. No additional information is available.